Event description:
It was reported that the patient underwent a posterior l2 to pelvis surgical procedure. 2 months post-op, the patient had an infection and underwent a wash out. During the wash out it was found that the set screw had pulled out of the bone screw and another was loose. The set screws were explanted and replaced with new screws. No additional patient complications were reported.

Manufacturer narrative:
Additional info: microscopically examined set screw center protrusion, which interfaces with the rods. Threads do not show evidence of cross threading. Set screw center protrusion deformation height (@ center) and morphology found to be consistent with bench comparison sample. After visual and optical examination, no evidence was found that would suggest a defect in manufacturing or processing of the implants; unable to determine root cause of the foregoing event from the available information. Loosening of the setscrew can come from: - over tightening of the setscrew after their break off leading to the splay of the bone screw tulip and/or improper or incomplete seating of the rod into the rod canal of the pedicle screw: in such condition, when the patient stands up, realignment of the rod could contribute to setscrew loosening.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.